Event description:
Smoke came out of toothbrush while using it last night, it came out of the bottom of the handle - oral b toothbrush [device catching fire]. Case narrative: consumer called stating that last night while brushing teeth smoke came out of oral-b rechargeable toothbrush ioseries6, it came out of the bottom of the handle, there wasn't any short circuit. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Manufacturer narrative:
Additional information received on 19-may-2025: this complaint is reportable per regulation/out of abundance of caution.

Event description:
Smoke came out of toothbrush while using it last night, it came out of the bottom of the handle - oral b toothbrush [device catching fire]. Case narrative: consumer called stating that last night while brushing teeth smoke came out of oral-b rechargeable toothbrush ioseries6, it came out of the bottom of the handle, there wasn't any short circuit. No injury was reported.